Manufacturer narrative:
The user facility was unable to provide an explanation to the manufacturer of why this event was not reported to the manufacturer at the time of the event. The device was discarded on may 22, 2016; therefore no evaluation of the impella 5.0 was able to be performed. In addition, no photographs of the impella 5.0 pump were provided for analysis and no fluoroscopy imaging was available for review. A review of the complaint data base revealed that there have not been any other complaints for impella 5.0's with the lot number of 1229773. The root cause of the failed explant is believed to be most likely the result of the patient's anatomy, as the patient had a long vessel with an acute angle between the axillary and brachiocephalic trunk, although without the device for evaluation or images taken during the event this cannot be definitively determined, because this failure mode is related to patient condition, no corrective action is suggested. This failure mode will continue to be monitored and trended. The manufacturer will continue to investigate all reasonable obtainable source information and will provide evaluation results and updated conclusions in a supplemental report if they become available. Since july of this year abiomed has had emdr submission problems due to technical firewall issues. As a result abiomed was unknowingly submitting to the test environment since july resulting in 13 MDR's not being submitted to the production environment and are subsequently past the 30 day window. With the help of the emdr team this problem has been resolved. On 11/16/2016 a conference call was held between abiomed and FDA and due to the uniqueness of the situation it was agreed abiomed will re-submit the 13 MDR's in the production environment and note in section h10 the reason for being beyond the 30 day window is due to the issues described above. In our first attempt. On 09/23/2016 to send this report unforseen emdr submission problems occurred, the report was finally successfully sent on 09-27-2016, but it was subsequently learned that this MDR was submitted to the production environment. This MDR was one of the 13 and was originally submitted in the test environment on 09/27/2016 and the reasons stated above are the reasons it is being submitted beyond the 30 day window. Internal reference: (B)(4). Device discarded by user facility.

Event description:
The complainant reported that on (B)(6) 2016 axillary placement of an impella 5.0 was performed on a pregnant female patient with myocarditis and in cardiogenic shock. The patient was reported to be in her last trimester of pregnancy. The patient was successfully supported with the impella 5.0 for over 3 days (89 hours.) Upon patient recovery impella 5.0 removal was begun, but the physician felt resistance when attempting to perform an axillary removal of the pump. The device was unable to be removed despite multiple attempts to remove it. A fluoroscopy confirmed that the pump was caught at the height of the beginning of the right subclavian artery. It was decided to gain access to the brachiocephalic trunk. A sternotomy was performed with the opening of the sternum via a vertical inline incision. Preparation of the brachiocephalic trunk was begun, during which it was found that the patient had an unusually long (almost 4 to 5cm) vessel. The clinicians were able to manage the removal by gaining control of the right carotid, the right subclavian and the brachiocephalic trunk. The device was removed pulling it through the axillary access and by manually helping the impella to pass the ostium of the subclavian. During the removal process the patient developed a thrombosis at the outflow of the right subclavian artery, impacting the right upper limb resulting in blood pressure asymmetry and numbness. The clinician opened the thrombosed vessel and no further complex intervention was needed. The surgeon reported that the impella removal problem resulted from a very long vessel, and an acute angle between the axillary and brachiocephalic trunk. On (B)(6) 2016 it was reported that the "the whole family (mother and baby) is doing well."